Manufacturer narrative:
Product ID: 3389-28, lot# 0206600235, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
This event was previously reported under manufacturer report # 6000153-2013-00029. If further information is received, it will be re ported under this manufacturer report.